Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had sensor needle got stuck on her belly when she inserted it and had her husband used the pliers to remove it. Customer reported that the consumable or introduce needle fractured while in the body. Introduce needle did not still in the body. Customer did not receive medical treatment as a result of the needle fracturing while still in the body. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.